Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The infusion was maintained for 5 days, but on the 6th day of infusion, there was still medicine remaining. An intravenous indentation needle was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.